Event description:
The customer reported that on 3/9/99 vasoseal kit #1 was deployed. The pt lost pulse 45 mins after an uneventful vasoseal deployment. The radiologist stopped coumadin 2 days prior to the arteriogram. A vascular surgeon was consulted and he took the pt to the or immediately. The surgeon did give IV heparin to the pt. The vascular surgeon reported the pt had multiple clots above the femoral puncture site down to her calf. He noted vasoseal was 70-80% approximately on top of the artery. No collagen was found in the femoral artery. The pt continued to clot off her right leg and was back to surgery that night. The pt suffered from intractable v-tach and died on the or table. The pt's death had nothing to do with vasoseal.